Manufacturer narrative:
Further information requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2024-33008. It was reported, a patient's atrial lead and right ventricular (rv) lead presented with noise. Both leads were capped and replaced in a procedure on (B)(6) 2024. Post-procedure, the patient was stable.